Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that cardioplegia pump displayed a 'belt slip' message. There were no adverse consequences to the patient.

Manufacturer narrative:
Corrected blocks: d4 and h4. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was run with tubing in place using various speeds for over two hours with no issues observed. The srt also performed a pump jam and overspeed release testing successfully. The drive belt was replaced as a precaution. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed and the fsr found there were belt slip errors. The roller pump was replaced. The unit operated to the manufacturer's specifications.